Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited high capture threshold and loss of capture. Chest x-ray confirmed rv lead and ra lead dislodgement. The entire system was explanted and could not be reimplanted due to patient anatomy. The patient is currently recovering.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with helix extended and clogged with blood/tissue. Final analysis didn¿t find any anomalies.